Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed electrical continuity, but energy delivery tests could not be completed in-house due to eft availability. The instrument moved intuitively with full range of motion in all directions. There were no issues with rotation during inspection. The instrument rotated without any problems. Additional findings not related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire did show damage. The yaw pulley has thermal damage and the grips are bent severely.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the small grasping retractor instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no issues related to the motion of the instrument were observed. There was no broken cable protruding from the distal tip. No fragments fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.